Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a rist radial access catheter that separated during a procedure. It was reported that the devices were prepared and the catheter was flushed per the instructions for use (IFU). While placing the stent through the rist catheter, the physician noticed that something did not seem right. When the physician tried to pulled the catheter back, the tip of the catheter was entrapped and 4cm of the distal segment of the rist catheter detached and migrated to the popliteal artery. However, it was appeared that the vessel was still patent.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-78210), ruler (m-83361) camera (panasonic lumix dmc-zs5) drawing(s) referenced: d00290299 rev. E as found condition: the rist catheter was returned for analysis inside the biohazard bag and a shipping box. There was no stent returned with the catheter. Visual inspection/damage location details: the catheter tip and marker band appeared to be missing from the catheter body. Approximately 4.0cm of the distal segment was found to be missing from the catheter body and not returned. The tubing material at the broken end exhibited jagged edges and stretching. The catheter body was also found flattened and accordioned near the distal broken end. In addition, the catheter body was found kinked at ~44.5cm and 56.0cm from the hub. No flash or voids molded were observed in the hub. Testing/analysis: the catheter usable length was measured ~101.0cm. The rist catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.035¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issue; however, resistance was observed at the damaged locations. Conclusion: based on the device analysis and reported information, the customer¿s complaint was confirmed as the returned catheter was found separated at the distal segment. The tubing material at the broken end exhibited jagged edges and stretching. In addition, the catheter body was damaged at several locations. From the damages seen on the catheter body (flattening/accordioning/kinking); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the stent through the catheter against the resistance. However, the cause of the resistance could not be determined. Possible cause of the resistance includes severe vessel tortuosity. Since the stent was not returned; any contribution of the stent to the reported issue could not be determined. Ls 2022-08-02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the stent used was a precise 7x 30.

Event description:
Additional information received reported the patient was being treated for an acute ischemis stroke, with large floating thrombus in the left internal carotid artery (ica). The lesion characteristics were approximately 15 x 6 mm large floating thrombus in the left ica. Vessel tortuosity was severe. There was no vasospasm. The patient had persistent neurological deficit due to the acute ischemic stroke after procedure. No symptoms were reported. The fragment was removed in a dedicated endovascular procedure. The catheter was not stuck in the guide catheter. There was increased resistance due to vessel tortuosity during stent delivery through the catheter, the catheter tip was in the cervical ica. It was not possible to deploy the carotid stent (carotid wall stent). Most likely the stent has led to a weakening of the catheter. While pulling the catheter back the operator realized that the one to one response of the catheter was lost. The catheter was consequently pulled back into the aorta, here the tip detached.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.